Manufacturer narrative:
(B)(4). Estimated date of event. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the right iliac artery. During the procedure, the omnilink elite stent was deployed in the right iliac artery. However, after deployment, the stent was noted to have migrated to the left iliac artery. No treatment was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.